Manufacturer narrative:
Additionally, on (B)(6) 2016, the customer called back regarding the fill estimate. Tandem technical support requested for the customer to upload the pump for further review of pump data log book. Reportedly, on (B)(6) 2016, the customer's blood glucose level ranged from 300-400 (mg/dl) with moderate ketones due to the pump allegedly stopping insulin delivery at 30 units. The customer delivered a correction bolus and used manual injection to address bg level. Additionally, ketones were flushed out with water and insulin. Although requested, the customer did not upload the pump for data review by tandem technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin; however, upon waking up the insulin gauge displayed 36 units. The customer's blood glucose level was 100 mg/dl. The customer declined to reload the cartridge to recalculate the fill estimate, and acknowledged the fill estimate calculations provided by tandem technical support. The customer declined further follow-up from tandem technical support regarding the reported event.